Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the breakage of the distal part of the inner catheter including the tip. The fragment had a length of 215 mm. No part of the inner catheter was missing. As no images were provided, the reported stent foreshortening and reocclusion could not be verified. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. A challenging stent placement site as well as tortuous or calcified vessels may contribute to an irregular stent placement or increased friction between guide wire and guide lumen. An insufficient pre-dilation may be another contributing factor. Unintended movements of the delivery system during deployment may result in stent foreshortening. Also excessive compression of the outer catheter or incorrect holding of the system during deployment may cause stent foreshortening. No device deficiency was detected which may have led to the inner catheter breakage or the reported stent foreshortening. It was further reported that during a bypass surgery three days later, a white plastic piece was retrieved from the sfa. Based on the results of the sample evaluation it can be excluded that the piece originated from the delivery system. Restenosis may occur inside stents placed with an irregular strut pattern. As no images were provided, the reported stent irregularities post deployment and the reocclusion could not be verified. On the basis of the information available, a definitive root cause for the reported complaint could not be determined. The IFU supplied with this device indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. The IFU also states: "if resistance is met while retracting the delivery system over a guide wire, remove the delivery system and guide wire together." Furthermore the IFU sufficiently describes the correct application of the device.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details.

Event description:
It was reported that the vascular stent foreshortened during deployment in the sfa and that the proximal end of the stent did not open completely. An additional stent had to be placed to fully cover the lesion. Upon removal of the stent delivery system, the inner catheter was found to be broken and the tip was removed together with the guide wire. The patient returned to hospital three days later with a total occlusion of the treated vessel. A bypass surgery was performed for treatment and a white plastic piece was retrieved from the sfa.